Event description:
During a coronary artery bypass the svsr1 was being used to free up the saphenous vein. The top of the spoon portion of the svsr1 broke off during usage in the subcutaneous space when the device was being removed. The surgeon and the pa were able to remove the spoon portion which had broken off. The svvd1 was then used to mobilize the vein. The svvd1 broke off at the tip and became lodged in some of the fatty tissue surrounding the saphenous vein. The surgeon and pa searched the wound and were able to pull out the broken piece. A full skin incision was then made from above the knee to just above the ankle to complete the procedure.

Manufacturer narrative:
H6; tip broken off under torsion proximal to the gusset. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported instrument's tip had broken during surgery, making the instrument non functional. The instrument was received with the tip broken off. The tip had broken under torsion proximal to the gusset. The instrument would not function as designed due to the broken tip and no concluson could be reached as to why the tip had broken. Each instument is evaluated during the assembly process to ensure that it functions properly.